Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer also reported that insulin continued to drip even when insulin pump was suspended. Customer's blood glucose was 70 mg/dl. Alarm history did not show compromised forced sensor alarm. Customer reported that drive support cap appeared normal. Customer stated that insulin pump was worn in her pocket during an x-ray. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.